Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on 23-jan-2024. The blood glucose level was over 400mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.